Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with significant reduction of irido corneal angles. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-clinical code: 4581-significant reduction of irido-corneal angles. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5-a facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with significant reduction of irido corneal angles. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved h4- corrected to 09-jun-2024. Claim# (B)(4).